Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified the fiber was broken within the outer flow tubing, 0.5 inches from the control knob. There was signs of bending, crushing at the break location but no evidence of melting. The glass cap exhibited mild devitrification at the output window and there was mild detritus adhered to the surface. The connector cone, segments and tabs appeared in good condition and were secured. Based on the evidence of fiber break, an evaluation conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that the fiber would not plug into the laser and a segment on the connector broke off. Procedure was completed with a second fiber without clinical consequence to the patient. Analysis of the returned device found the fiber was broken between the control knob and the distal tip.